Event description:
The customer reported on (B)(6) 2014 her blood glucose. The pod was removed and she noticed the cannula was bent. There was also a little blood noted in the cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.